Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose over 476 mg/dl. The customer's blood glucose level at the time of the incident was 576 mg/dl and current blood glucose level was 270 mg/dl. The customer had symptoms such as vomiting and nausea. The customer was treated with pump. The customer was wearing the insulin pump prior during the hospitalization. The customer was advised to monitor the pump and contact the help line for assistance as needed. The insulin pump will not be returned for analysis.